Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing pain at the ipg site. No trauma or weight fluctuations have been reported. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction a4- patient weight.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted, replaced, and the pocket was revised to address the issue.

Manufacturer narrative:
Patient's weight is estimated. It was reported to abbott the ipg migrated and is pressing on the spine causing pain. A smaller ipg was being considered but surgery has not been scheduled at the time. The results of the investigation are inconclusive since the device was returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction section b5: b5 has been updated to address migration. Correction section h6: codes corrected.

Event description:
It was reported, the patient was experiencing pain at the ipg due to migration of the ipg. As a result, surgical intervention may be undertaken to address the issue.